Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: 5076-52, implantable pacing lead, implant: (B)(6) 2007; model: 419478, implantable pacing lead, implant: (B)(6) 2007. (B)(4).

Event description:
It was reported that a patient presented to the clinic following a recent crt-d changeout with the device emitting a patient alert. Testing indicated a possible connector set-screw issue or possible lead issue with rising impedance levels and rising threshold levels on the right ventricular (rv) lead. Patient was brought back for an intervention where a loose set screw was discovered. The lead connector pin was reseated into the connector block and the set screw tightened appropriately. The lead and device remain in use and no patient complications have been reported as a result of this event.